Event description:
It was reported that two days after the implant, the patient had an infection on the pocket. The doctor asked about the possibility of knowing if the sterilization of the device. The device was explanted. No patient outcome was reported. It was noticed that there was no injury. The sterilization records were checked for the sterilization parameters and the bioburden of the respective date, and were within specification. Additional information reported that the culture did not grow any bacteria, but the patient had the usual symptoms of an infection.